Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Prior the procedure the patient had a baseline pericardial effusion via transesophageal echocardiography (tee). The physician proceeded with the laa closure procedure. Access was obtained via right femoral vein and transeptal puncture was completed. A watchman fxd curve access system (was) was advanced across successfully into the laa with a pigtail catheter in place. The physician repositioned the was in the laa with pigtail catheter for an optimal pericardial angiogram. A 20mm watchman flx laa closure device & delivery system (wds) and watchman trusteer access system were dropped on the back table after the team agreed upon size. After the pericardial angiogram, the physician checked the prior baseline effusion to make sure it was not increasing in size. At this time, the physician thought the effusion may have gotten a little larger. The physician decided to stop the procedure and performed a pericardiocentesis. The laa closure procedure will be rescheduled for a later date. The patient was admitted to the hospital and is expected to fully recover.